Event description:
It was reported that the right ventricular (rv) lead had high, out-of-range shock impedances approaching 150 ohms. Boston scientific technical services (ts) was asked for a review of the rv lead, and they noticed a gradual rise in impedance over the past year which was indicative of calcification. The field representative and physician elected to do a commanded 31 joule shock, which resulted in a shock impedance of 82 ohms. Ts discussed options. The rv lead remains in service. No adverse patient effects were reported.